Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the severely calcified left anterior descending (lad) artery. The proximal lad was predilated with a rotablator device and the stenosis was reduced to 50%. Next, a promus stent delivery system (sds) was advanced and the stent was deployed at 12atms/30sec in the proximal lad. A 2.5x15mm non-bsc balloon was used to post dilate the stent and a dissection occurred. The dissection did not limit the blood flow, however a 12x2.5mm taxus liberte sds was advanced to treat the dissection but it could not cross the lesion. Upon removal, it was noted that the stent was damaged. No additional intervention was performed to treat the dissection. No additional patient complications were reported and the patient's status is good.